Event description:
It was reported that at 82,892 joules while using the surgical fiber during a prostate procedure, the fiber tip ruptured and was not correctly rotating. The procedure was completed by resection. There was no injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and the metal cap are not aligned; the glass cap cannot rotate within metal cap; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The analysis findings not meet device malfunction or adverse event reporting criteria. Probable root cause: based on the device analysis, the product complaint "fiber cap rupture" could not be confirmed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.